Manufacturer narrative:
The 00mlx lightsource was returned for evaluation: device history review (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis - upon evaluation, the fan connection was loose on the control board causing the fan that cools the lamp to stop working. The lamp was beginning to melt, the bezel was melted where the focal lens is sitting. Replaced the bad connection on the control board, along with the lamp and both the control membrane and the standby membrane. At this point all faults were corrected. All initial tests passed, unit will now be placed in burn-in for further testing. Root cause - the reported complaint is confirmed. The returned 00mlx light source is in used condition with the fan disconnected, preventing proper cooling. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (00mlx) was running for approximately 15 minutes before it turned off and began to smoke. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.